Manufacturer narrative:
One cadd® prizm vip ambulatory infusion pump was returned for analysis. The customer's reported problem was "fails accuracy +8.7%". Visual inspection found the pump to be in good physical condition. Evidence of reported problem in event log revealed no evidence. The customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. Recommend the expulsor be trimmed down to bring the delivery accuracy closer to nominal of a range.

Event description:
It was reported that a cadd® cadd-prizm® vip system fails accuracy +8.7%. No report of known impact or consequence to patient.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.